Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 381137 and lot number 5113985. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) images of the packaging label information and one (1) video sample of the product were received for evaluation by our quality team. Through examination of the video, it was possible to observe a 1 ml syringe containing a transparent fluid connected to an angiocath catheter/adapter. When the healthcare professional presses the syringe plunger, leakage is observed at the catheter/adapter junction, confirming the customer¿s report. A probable root cause for this defect would be misalignment at the metal wedge/adapter crimping station. However, a detailed analysis would require the presence of the sample. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
During use, the catheter base of the indwelling cannula leaked fluid, with one defective unit identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.